Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, eccentric, de novo, 80% stenosed mid renal artery, the omnilink elite stent dislodged and remains in the patient. The omnilink elite stent delivery system (sds) was advanced through the non-abbott guide catheter, however, the physician retracted the device and noted a slight resistance inside the guide catheter but removed the sds from the guide catheter and the anatomy. After removal, the omnilink elite stent implant was noted to be missing. The location of the dislodged stent was identified via x-ray and the stent was located and remains in the small side branch of the femoral artery. A second omnilink elite sds was used in the procedure without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. All requested information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: extra support; guide cath: 7f launcher; sheath: 7f terumo. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. In this case, it may be possible that the stent dislodgment occurred as a result of interaction with the sheath during removal. It may be possible that the stent loosened on the balloon during the first advancement due to interaction with the lesion or anatomy, and upon withdrawal, the stent interacted with the sheath and dislodged. The stent was located and remains in the small side branch of the femoral artery. There was not attempt to retrieve the stent. It should be noted that the otw omnilink elite instruction for use (IFU) states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel access. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. In this case, it could not be determined if the removal technique caused or contributed to the dislodgment. Cine images were returned and reviewed by an abbott vascular clinical specialist. The results show that an undeployed stent (without accompanying sds) is in a side branch of the femoral artery, suggesting stent dislodgement. A review of the lot history record did not reveal any nonconforming material records associated with this lot. A query the complaint-handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture. Additionally, all stent delivery systems are visually inspected for damage during manufacture.